Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was powering off when she attempted to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that she discovered the alleged issue when she attempted to test her blood glucose after waking up with symptoms of "dizziness, fatigue, and confusion." The patient stated that she consumed less food and/or drink because she was unable to get a blood glucose result on the subject meter due to the alleged issue. The patient informed the cca that she adjusted her food and/or drink consumption as a precaution and because she was more afraid of going hyperglycemic than hypoglycemic. During troubleshooting, the cca confirmed that the batteries in the subject meter did not need to be replaced and that there was no misuse to the subject device. The alleged power issue was not resolved with training and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. However, this complaint is being reported because the alleged inaccuracies were not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.